Event description:
It was reported by the customer when infusing a secondary medication, they could only infuse the medication properly if they physically clamped off the primary infusion tubing with a kelly clamp. Per report: they mentioned having the same problems with secondary IV tubing. The clinician was able to infuse medication by clamping the line; the medication was administered appropriately. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had inaccurate delivery was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.